Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of hand surgery, orebro university hospital, sweden ¿. The article can be found at doi: 10.1016/j.jhsa.2017.10.038.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of hand surgery, orebro university hospital, sweden¿. The title of this report is ¿revision arthroplasty of the wrist in patients with rheumatoid arthritis, mean follow-up 6.6 years¿, published on december 07, 2017, and can be found at doi: 10.1016/j.jhsa.2017.10.038. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 16 patients. The cases in this study range from 2003 and 2011. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced instability of the swanson implant, with severe bone loss, which required a revision arthroplasty.